Event description:
A us distributor contacted zoll to report that a patient developed a rash and bruising under the therapy pads of the lifevest and went to the emergency room. The patient reported that it was determined that they were allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed oral steroids, ended use of the lifevest and advised using corn starch for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.